Event description:
A report was received that stated the pump alarmed "error code 44510." No pt injury or adverse event was reported.

Manufacturer narrative:
The device was received for eval. Testing of the device confirmed error code 44510; therefore, the circuit board was replaced. Following repair, the device passed all function and delivery testing.